Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information confirmed the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective system upgrade, jointly decided by the physician and patient to go with a non rechargeable battery. No device malfunction or allegations were reported. The patient is doing great postoperatively. The explanted device will not be returned, as it was retained in accordance with facility policy.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.